Event description:
In 2006 the lay user/pt contacted lifescan alleging that her one touch ultra fast take meter was reading inaccurately high. The pt reported that she had been obtaining elevated results for the past year. She had been obtaining results of 500 mg/dl and "hi" on the reported meter. According to the owner's manual, results of "hi" would indicate that the pt had blood glucose levels over 600 mg/dl. The pt reported that she had been "bottoming out" due to taking insulin based on the meter results. She confirmed that she never lost consciousness: however, she would experience symptoms of dizziness, shakiness, blurry vision, and sweating. Normally she would bottom out while she was doing something active and immediately drink orange juice to elevate her blood glucose levels. She never sought medical attention. Following her self-treatments she recalls obtaining results in the 100 mg/dl range on the reported meter. During a regularly weekly scheduled appointmentt the pt was tested on her physician's meter and a result of 175 mg/dl was obtained, while the reported meter read "hi." The pt was advised that her meter was faulty. She was also advised on her diet plan and taking an increased amount of insulin. No further info was provided. The pt was upgraded to a one touch ultra meter. This complaint is being reported since the pt is dependent on her meter to administer insulin, had incorrectly set the calibration code for an unspecified length of time, had been obtaining inaccurately high readings, and had to adinister self-treatment on many occasions due to developing symptoms of hypoglycemia. She had been basing her insulin treatment on her blood glucose readings.